Manufacturer narrative:
Additional information was added to h3, h4, and h6: h4: the device was manufactured from july 3, 2019 - july 5, 2019. H10: the two (2) devices were received for evaluation. A visual inspection was performed on the first returned unit, and it was noted that fluid was inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. The cap was then securely tightened, and a functional leak testing was performed with no issues noted. Based on the analysis finding, the first device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. The second returned unit was visually inspection and it was noted that fluid was inside the bag that contained the unit which indicated a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified for the second returned unit. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked from an unspecified location. The devices were filled with 13500mg of piperacillin/tazobactam in sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.